Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included plantar fasciitis and knee arthropathy. Concomitant products included diazepam, hydrocodone, prednisone, promethazine and sertraline. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), vulvovaginal pain ("vaginal pain"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced hot flush ("hot flashes"). The patient was treated with surgery ((B)(6) 2015, hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, mood swings, vulvovaginal pain, hot flush, nausea and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, hot flush, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received events "hormonal changes describe: mood swings, hot flashes, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea (cramping), pelvic pain, fatigue, vaginal pain" were added. Concomitant drug and lab data were added. Medial history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.